Event description:
It was reported that the patient presented for initial device implant. During the procedure it was observed that patient had a difficult anatomy that was unable to accommodate traditional pacing of the left ventricle. The physician made a hastened decision to implant left bundle branch pacing (lbbp) lead. However, after the procedure an echocardiogram revealed that the lbbp lead had perforated the septal wall. The patient was scheduled for revision and the lead was explanted. The patient was stable throughout.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.